Manufacturer narrative:
67/4315 - intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions and the grip opened and closed properly. The instrument also passed the electrical continuity and energy delivery tests. The instrument was found to be fully functional and a review of the logs did not reveal any errors.a review of the instrument log for the vessel sealer extend instrument associated with this event confirmed that the instrument was used on (B)(6) 2020 on system sk3805. The vessel sealer extend instrument is a single use instrument and was not used during subsequent surgical procedures.

Manufacturer narrative:
Isi has not received the vessel sealer extend instrument involved with this complaint. If the product is received or if additional information is obtained, a follow-up MDR will be submitted. A review of the site's complaint history identified no other reportable complaints for this product. No image or video clip for the reported event was submitted for review. The vessel sealer extend is intended for grasping and blunt dissection of tissue and for bipolar coagulation and mechanical transection of vessels up to 7 mm in diameter and tissue bundles that fit in the jaws of the instrument. When functioning properly, the instrument has both visual (tissue effect) and audio (tones from the generator) cues that provide feedback to the user that it is operating as intended. Based on the information provided at this time, this complaint is being reported because: a vessel sealer extend instrument was unable to unclamp the instrument jaws. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted gastrectomy surgical procedure, while using the vessel sealer extend instrument on the 3rd arm, it suddenly stopped working and its jaws would not open. The customer stated that they tried to match the grip with the controller but the "match grip" message would not appear on arm 3 and the customer could not move the instrument at all. The customer contacted technical support and confirmed that the system logs were fine. According to the customer, since patient's tissue was gripped by the instrument, the instrument was removed using the emergency release lever and a spare vessel sealer extend instrument was used to finish the procedure. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the patient's tissue was safely released from the vessel sealer extend instrument using the instrument release kit (irk) and no injury occurred to the patient.